Event description:
Update: the patient reported a sudden feeling of instability in the area of the left knee joint when walking up and down stairs, without any recalled trauma. Radiologically, there is evidence of an axial fracture and a bone splinter in the area of the proximal patella after implantation of an axis-guided left knee prosthesis; implantation had been on (B)(6) 2023. Involved components: nb016k - enduro femoral component cemented f3l (aesculap ag reference no. (B)(4)) nb013k - enduro tibial comp.offset cemented t3 (aesculap ag reference no. (B)(4)) nr196k - tibia offset stem d18x92mm cemented (aesculap ag reference no. (B)(4)) nx045 - patella 3-pegs p5 (aesculap ag reference no. (B)(4)) nr293k - femur extens.stem 6° d18x77mm cemented (aesculap ag reference no. (B)(4)). Nr400k -nut f/femur extens.stem all sizes neutr. (Aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Investigation results: visual inspection: the taper of the rotation axis shows nearly no damage /material abrasion on the surface. The rotation axis locknut is no longer located/fixed on the thread of the rotation axis. The breakage surface of proximal fragment shows little signs of so-called arrest lines which indicate a fatigue fracture and secondary damages. The breakage surface of the distal component shows secondary damages (shiny surface). This indicates that this surface rubbed against something other after the breakage. There are no hints for a material failure like foreign material inclusions or blow holes. The thread of the rotation axis as well as the thread of the rotation axis locknut shows no abnormal visible damages. Unfortunately, the hinge ring is not available for investigation. Therefore, it cannot be determined if hyperextension was present. The gliding surface of the meniscal component shows several visible and noticeable scratches and imprints (wear marks) which were possibly caused by bone cement and/or bone chips. The locking ring as well as the bearing for rotation axis show no significant/unusual damages. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot numbers. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered eportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: on the basis of the current information and as well as a result of the investigation, a definitive conclusion cannot be drawn. The provided x-ray figures give also no clear hints regarding the root cause for the breakage. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information/investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nr890m - enduro meniscal component f3 10mm. According to the complaint description, the axis broke postoperatively. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4).